Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test and self test. The pump was received with scratched case and pillowing keypad overlay. No moisture damage was found on the electronic assembly however, moisture damage was found on the motor and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fluid in reservoir compartment. The customer stated self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.